Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device door roller was broken. The device was returned to the biomedical engineering department for report of a broken roller from the door assembly. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. During testing at the user facility. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no add'l info was provided.